Event description:
Event description guidant received information that this implantable endocardial lead exhibited noise on the rate/sense channel leading to oversensing and inappropriate shocks. Pacing was inhibited in this pacemaker dependant patient causing syncope. This noise was unable to be reproduced with isometrics and other measures.